Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined time out error causing medication unavailable. The technical support specialist found that the patient had six active orders, recommended users to reconcile the visit identity cards and until advised to use "all available patient" list to pull the medications. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not showcase the patient's visit identity card and medication order, causing unable to pull medication. The customer stated that the medication morphine needed for the labor patient to relieve pain. Customer added that they had a delay about 4-5 minutes for the medication retrieved from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 25-sep-2022 to 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had an inactive timeout setting. Patient ids and orders existed in the es server. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not showcase the patient's visit identity card and medication order, causing unable to pull medication. The customer stated that the medication morphine needed for the labor patient to relieve pain. Customer added that they had a delay about 4-5 minutes for the medication retrieved from the pharmacy. There were no adverse events or injuries reported based on this incident.